Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Adjustable pressure limit (apl) valve was provided to the customer to resolve the issue. No confirmation from the customer that the issue was resolved.

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.